Manufacturer narrative:
Mw5062993

Event description:
It was reported that during implant, the pulse generator exhibited loss of sensing. The device was not used and a new device was implanted. The patient was stable.